Event description:
Ordered a fasciablaster by ashley black guru on (B)(6) 2017. I used the product per instructions, via ashley black video posted on (B)(6) instructions. I used the product 3 times on 3 separate days. On the fourth day, following use, I noticed a lot of swelling in my abdomen, hands, and neck. By the 10th day after stopping use of the product, I had gained 16 pounds. Prior to using this product, my weight had remained the same only fluctuating a pound or two for the last 23 years. The weight gain was accompanied by nausea, hormonal and menstrual changes, lethargy and headaches. As of today (B)(6) 2017, I still have hormonal disruptions, weight gain and now my skin, where I used the product is loose and saggy. It has add'l cellulite, creepy-texture and hangs from my midsection like an apron. The skin on my thighs has permanent staining, from bruises from use of the product.